Event description:
From a user facility medwatch it was reported, metal shavings were present in the patient's shoulder joint after the device was used. The surgical site was flushed with sterile saline, but some pieces remained in the patient. No patient injury was reported.

Manufacturer narrative:
At the time of this report, nine attempts have been made to obtain more information about the incident and to determine if and when the device will be returned to ascent healthcare solutions for evaluation. At this time, no new information has been obtained and it is unknown if the device will be returned. If the device is returned an investigation will be completed, and a follow-up MDR will be submitted.